Event description:
Additional information received from a healthcare professional (hcp) via a company representative (rep) indicated that the explanted devices had been discarded. The physician had stated since the cause had been determined to be a kink and the issue had resolved they no longer wanted analysis and discarded the products.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial#: (B)(6); implanted: (B)(6) 2018; product type catheter; ubd: 12-sep-2019; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) and a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity and spinal cord injury. It was reported that the patient stated they had felt a vibrating sensation coming from their pump three times now. It was reported that on the 13th and 14th of this month it occurred while the patient was in bed but not at a specific time. It was reported that the patient felt it again today when they had their hands in their hoodie pocket. Technical services (ts) discussed potential tissue injury nearby the pump making sensations more sensitive. The patient did inquire if his spinal cord injury/injury to tissue in that area could have anything to do with the sensations. Ts discussed that if it was bothersome and continual then the patient could discuss with their healthcare provider (hcp). Additional information received from a company representative reported that the cause of the vibrating sensation was not determined. The patient is to monitor the tissue around the pump and note any additional ¿vibrating¿ in the area and discern if it's tissue or their device. Additional information was received from the healthcare provider and the manufacturer representative. It was reported that as previously reported, the patient felt the pump ¿vibrate¿ at certain times. Due to the age of the pump, the physician chose to replace the device early. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting or actions/interventions were taken to resolve the issue. The procedure was scheduled as both a pump and a catheter replacement depending on what is found at the time of surgery. A routine cap procedure was performed on (B)(6) 2023. Prior to pump replacement surgery to determine catheter integrity. Slow flow of csf was found so neurosurgeon may do a catheter revision if needed at time of pump replacement. The issue was not resolved. Surgical intervention was scheduled for (B)(6) 2023. It was noted that the hcp had no further information. The patient's weight was asked but unknown. The patient sta tus at the time of the report was alive with no injury.